Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole event description: the device was being loaded as normal to ligate the cystic duct. The first clip fired correctly, but 2 subsequent firings faltered with no clip appearing and then two coming out together. When closed the clips didn't form correctly either. There was no clinical impact to the patient as a result of the event. The user continued on until the clips did close correctly. Intervention: continued on until the clips did close correctly. Patient status: ok.